Event description:
Reporter indicated that pt's seizures have worsened since being implanted. There had reportedly been no changes to the pt's drug regimen. Treating neurologist plans to perform device diagnostic testing to confirm proper device placement on the vagus nerve. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist.

Event description:
Further follow-up revealed that neurologist does notbelieve that the vns therapy system is related to the pt's increase in seizures, and that a decreased dose of the felbatol is a possible cause. Neurologist reported that the pt's parents indicated tht the pt's myoclonic jerks are better, however, that the pt has experienced more generalized tonic clonic seizures. Device diagnostic testing was within normal limits, indicating proper device function.